Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, after the max and min buttons were released (no longer depressed) the device continued to activate. The case was completed with another device of the same product code. There were no patient consequences reported. The customer discarded the device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.